Event description:
It was reported that the device was removed due to infection; specific details were not provided. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(4). 2007, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was further reported that the patient¿s issues have since been resolved and the patient was receiving effective therapy. No further information could be obtained.

Event description:
It was further reported that the patient had not been treated by the reporter's health care provider practice since (B)(6) 2010. No further information was provided.

Event description:
It was reported that the patient's first pump was explanted as 'they could not get the medicine right.' Additional information has been requested, but was not available as of the date of this report.